Event description:
It was reported that the patient had both lead and generator explanted. The products have not been received to date. No other relevant information has been received to date.

Event description:
It was reported that the explanted devices, have were discarded and are not available for return. No other relevant information has been received to date.

Event description:
During a periodic programming history review, high impedance was observed. The device passed all functional specifications and quality tests. No known surgery has occurred to date. No additional relevant information has been received.